Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a lead replacement. The patient was ok before, during and post procedure. After the procedure it was noted that the patient experienced pneumothorax during lead implant. A drain was installed to the patient, which resolved the pneumothorax. The patient condition remained stable.